Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified that the device would not operate on ac power. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly and determined that the root cause of the reported failure was an electrical short through fet transistor, designators q6.

Event description:
It was reported that the device's ac mains light was off. The reported problem is indicative of a device that will not operate on ac power. There were no reports of pt use associated with the reported failure.